Event description:
It was reported that the customer had a calibration error and sensor glucose and blood glucose differences on the insulin pump. The customer's blood glucose level was 130 mg/dl. The troubleshooting was performed. The customer advised to continue sensing and call back if issues persist. The customer was advised that we sent replacement for sensors and she will return the damage used ones.

Manufacturer narrative:
A complete analysis and testing of 3 opened and used enlite sensors. 1 of 3 sensors failed due to high readings, the 2 remaining passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.